Event description:
Product analysis was completed on the generator on (B)(6) 2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications; there were no anomalies found with the pulse generator.

Event description:
The explanted generator was received for product analysis on 11/30/2015. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2015 it was reported that the patient underwent a generator replacement that day due to near end of service. Attempts have been made for the return of the explanted generator but it has not been received to date.

Event description:
It was reported that the patient has had a significant increase in seizures over the last month. The patient was referred for generator replacement. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician were unsuccessful.